Manufacturer narrative:
It was reported that during a coil embolization of a splenic artery aneurysm with placement of a total of 35 coils, three 8x24 trufill dcs orbit rdfl complex standard coils ((B)(4)) and a 12x30 orbit complex standard ((B)(4)) could not be advanced all the way through the prowler select lpes microcatheter ((B)(4)). The delivery tube of the 12x30 orbit coil broke with attempt to forcefully advance the device. The coil systems were all removed from the patient with the coils still attached and without patient injury. Additionally a 16x30 orbit complex standard coil ((B)(4)) could not be detached. The device was removed as a unit from the patient with the microcatheter. The physician reported that contrast agent was introduced into the microcatheter because the angiography catheter was kinked during the procedure and that might have caused the coils to become stuck in the microcatheter. There is no information regarding what angiography catheter was used. Approach was made from the right femoral artery. The vessel was not calcified and not tortuous. After placement of nine coils, when an 8x24 trufill orbit rdfl complex standard ((B)(4)) was advanced it became stuck in the prowler select lpes. The coil was removed from the microcatheter and after flushing was conducted, the same coil was advanced again; however, it became stuck again. After that, the same thing happened with attempt to advance two other orbit coils with the same product code and lot number as the first. These were removed and changed to other coils. There were no damages noted to the delivery systems. Then a 12x30 trufill orbit complex standard ((B)(4)) was advanced and stuck in the microcatheter. As the coil was attempted to be advanced forcedly, the delivery tube broke. The device was removed from the patient and changed to another new coil. Following this, a 16x30 orbit complex standard coil ((B)(4)) could not be detached despite pressurizing to the green zone and then using the alternative detachment method. It is not known how many coils had been detached with the syringe prior to this. The trufill dcs syringe was then changed to another trufill dcs syringe, but the coil still could not be detached. Both syringes were used successfully with other coils. Prior to the failure to detached, the syringe was not taking past the green zone, position 3. The coil was successfully removed with the microcatheter as a unit. The procedure was successfully completed using other coils (details unknown) without any patient injury. The device history record review could not be performed since the lot number is not available. A non-sterile microcatheter prowler select lp was received coiled inside a plastic bag. The microcatheter was inspected and bents and kinks were found. The hub of the microcatheter was inspected and residues of dry blood could be observed on it and was found without damage. The ID of microcatheter was measured and was found within specification. The functional test was performed per procedure. The received microcatheter was flushed using a lab sample syringe and an agility 14 guidewire was inserted into the microcatheter. Some resistance was experienced near to the hub despite the resistance experienced the guidewire was able to pass through the microcatheter, when the guidewire came out from the catheter distal tip some dry blood came out of the device. The functional test was attempted again but same resistance was felt in the same zone. The unit was cut longitudinally in the zone where friction was experienced. Ftir was performed to identify the material which caused an obstruction in the microcatheter. Based on the results obtained it can be concluded that material found in the prowler microcatheter was made of teflon. Additionally it was confirmed that the device was kinked. The cause of the kinks and bents noted in the device could not be conclusively determined based on the analysis; however based on the reported information it appears that procedural factors contributed to this finding. Inspections are in place to prevent that these kinds of failures leaving form the facility. The reported resistance/friction within the inner lumen of the returned microcatheter was confirmed and was apparently caused by ptfe damage. The instructions for use outlines that the catheters require a continuous flush during the procedure in order to maintain the lubricity of the coating. It was reported that contrast introduced into the microcatheter may have contributed to the coils becoming stuck. This factor along with the presence of dried blood found inside of the returned device indicating an inadequate flush may have resulted in friction between the inserted devices and the inner lining of the catheter. It is possible that procedural factors and device interaction contributed to the damaged inner lining. However, based on the analysis performed and because the cause of the obstruction may be potentially related to the manufacturing process further investigations into the root cause have been initiated to determine if any corrective actions are needed. Action was opened to address this failure. This one of multiple products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00334, 1058196-2010-00335, and 1058196-2010-00336.

Event description:
The procedure was coil embolization for an aneurysm of splenic artery that was not calcified or tortuous. Approach was made from right femoral artery. A total 35 coils were used for the procedure. After 9 coils were placed in the target lesion, the first orbit rdfl complex standard coil (638cs0824) was advanced in the select lp-es 150/5 cm 90 shape (mc) microcatheter (606s155mx). While the coil was advanced, it was stuck in the microcatheter. After the coil was once removed from the microcatheter and flushing was conducted, the coil was advanced in the mc again, but it was stuck. After that, two orbit rdfl complex standard coil (638cs0824-same catalog and lot as the first product for a total of 3) were used and stuck continuously in microcatheter, and removed and changed to other coil. Then, the orbit complex std 12x30 coil (637cs1230, complaint product 2) was advanced in the microcatheter and stuck in the microcatheter. As the coil was tried to be delivered in the microcatheter forcedly, the delivery tube broke. The coil was removed from the patient and changed to other new coil. After that, the orbit complex std 12x30 coil (637cs1630, complaint product 3) was used for the procedure. When detachment was attempted, the coil could not be detached at green zone and even by alternative detachment. Although the syringe was changed to a new dcs syringe (detail unknown), but the coil still could not be detached. The coil was successfully removed with the microcatheter as a unit.

Manufacturer narrative:
The procedure was completed using other coils (details unknown) successfully without any patient injury. The doctor's commented that contrast agent was introduced into the microcatheter because the angiography catheter was kinked during the procedure. That might have caused the coils stuck in the microcatheter. The lot number for the microcatheter was unknown. The syringes were able to be use with other products. Prior to the failure to detached, the syringe was not taking past the green zone, position 3, at any time, and the red zone was not exceed prior to the failure to detached. A dedicated saline source was utilized to fill the syringe, and no damages were noticed on either syringe. A constant and dedicated saline source was utilized at all time through the microcatheter, and the microcatheter was flushed after each coil was removed. After the all coils were removed, no damages were noticed on the delivery systems or coils, and all the coils remained attached to the delivery systems. This one of multiple products used during the same procedure on the same patient, which is associated with MFR report 1058196-2010-00334, 1058196-2010-00335, and 1058196-2010-00336. Additional information will be submitted within 30 days upon receipt.